Event description:
On (B)(6) 2011, the pt reported that while on a walk on (B)(6) 2011, he passed out due to low blood glucose. He stated he is hypoglycemic unaware and he guesses that his blood glucose was as low as 3-5 mg/dl but he did not test. The pt's brother found him 30-45 minutes later and the brother and the pt's sister attempted to give the pt glucose gel but the pt spit it out. Paramedics tested the pt's blood glucose and it measured 33 mg/dl and he was taken to the hospital. He was unconscious until he reached the hospital and he does not know what treatment he received. He does not know what caused the low blood glucose. He has been using the infusion device since the incident and his blood glucose has been normal, 115-125 mg/dl. When the pt lost consciousness he fell on the infusion device and damaged the display. He stated the display is still readable but it is cracked. The infusion device was replaced and requested to be returned for evaluation.